Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 66082 with the incident lot was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that there was unknown material attached on the rubber. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: date received by manufacturer is corrected to 09/30/2016.

Manufacturer narrative:
The following corrections were made to MDR: PMA/510k: k981013. Brand name: bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. Medical device. UDI #: (B)(4).